Event description:
It was reported that the atrial lead dislodged. The lead failed to capture and was oversensing ventricular events. Subsequently the device was replaced.

Event description:
It was reported that the cco value was incorrect "drifting output". No patient injury was reported.